Event description:
The reporter stated that the needle broke during insertion. The tip of the needle stayed in the vein of the pt. The needle had to be removed by surgery. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.